Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated the piece cracked off on the back of battery compartment. The customer stated the square shaped of the compartment has broken off and piece is about 1/4 in square. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.